Event description:
It was reported that the right ventricular lead had high threshold and undersensing one day post implant. The lead was noted to be pulled back. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Addr01 implantable pulse generator (B)(6) 2013. (B)(4).